Manufacturer narrative:
Type of reportable event: corrected from malfunction to serious injury. The malfunction was discovered during patient use. The vyaire medical quality team received the suspected device. A visual inspection was performed and it was found the circuit was melted and probably provoked by an overheating caused by the internal resistance. It was also found that a piece of white tape was partially occluding a temperature port. The defect reported by the customer was confirmed. The root cause of the reported issue is "device misuse". Vyaire will respond to the customer with the results of the investigation and a copy of the IFU (instructions for use).

Manufacturer narrative:
At this time, vyaire has not received the suspect device/component for evaluation. If additional information becomes available then a supplemental report will be filed.

Event description:
The customer reported that the circuit had melted in the middle while in use on a patient. There was no reported harm to the patient.